Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a power (intermittent power) issue. The reporter stated that the patient had a blood glucose (bg) of 33mmol/l with symptoms of dehydration, nausea and vomiting. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and there was no damage and the patient was able to secure the cap per the IFU. This report is being made due to bg excursion the patient experienced due to an alleged power issue.

Manufacturer narrative:
Follow-up #1: date of submission 04/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/28/2016 with the following findings: the bb shows unexplained por on event date (B)(6) 2015 at 15:25; deliveries resumed at 15:37. No damage found to the battery compartment or returned battery cap. Returned battery cap was able to fully tighten to the pump with no yellow o ring showing. The bb shows on (B)(6) 2016 03:43 a replace battery alarm followed by a por. Deliveries resumed at (B)(6) 2015 20:41. On (B)(6) 2015 02:27 a manual time change was made to 14:27. The pump was exercised for 24hrs with returned battery cap and no por¿s were duplicated. The returned battery cap contact measurements are within specifications. The tdd¿s add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. Investigators removed the pump cover and no evidence of internal moisture or damage to the power circuit was found. The complaint was verified in the history but could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.